Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to close all applications, disable bluetooth, reset smart device, re-enable bluetooth, and re-pair with the transmitter. Patient was instructed to use a new sensor if the transmitter does not pair after troubleshooting steps with current sensor. Patient re-contacted dexcom on (B)(6) 2016 to report that they were unsuccessful at pairing the transmitter. No additional patient or event information is available.